Event description:
It was reported the pt experienced a loss of therapeutic effect. It was stated that the pt was participating in some activity or exercise and, while "bending over with some twisting motion" the pt "though he heard a popping sound," then lost stimulation from his device. It was stated that impedances on the device were >4000 ohms on all of the bipolar pairs. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.